Event description:
The pt received two scs lead with the same lot number. The pt reported he has never received effective stimulation and would like to have his scs system explanted. An sjm rep attempted to reprogram the scs system several times, however, the stimulation coverage is inconsistent and 'positional'. The pt will be working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.